Manufacturer narrative:
The testing on the returned prosthesis has been completed. After decontamination, the valve was visually inspected without highlighting elements of non-conformity, according to the specifications. The dimensional analysis performed on the returned prosthesis confirmed the absence of dimensional irregularity. The hydrodynamic test confirmed that the returned device meets the iso 5840 minimum requirements. No regurgitation and/or anomalies are observed during the open/close cycle. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic in the involved device because the claimed issues were not observed during the investigation carried out.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208 , s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release.

Event description:
On (B)(6) 2020 a patient was intended to receive a perceval pvs21 as part of an avr. The manufacturer was notified that after implanting the valve there was an issue with coaptation. The leaflets appeared too far apart. The valve was explanted and a central gap between the leaflets was identified. The site tested the coaptation with forceps but the leaflets did not coapt. It was identified that during the implant no issues were identified until after the balloon dilation and that the ballooning may have contributed to the findings. The site replaced the valve with a second perceval pvs21, without ballooning, and the procedure was completed successfully.